Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was programmed off in 2012 due to dislodgement. On (B)(6) 2015, the lead was explanted and replaced. The patient was fine post procedure.